Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized and was in the intensive care unit. Blood glucose at the time of the admission was 600 mg/dl. Customer stated that he attempted to treat with the insulin pump by delivering a bolus of 14 insulin units but did not see the value change. Customer was released one the blood glucose was 200 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Customer was able to rewind and perform manual prime. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. No delivery alarm found in the history. The cannula on the infusion set was not bent. The device is working as intended. Nothing further reported.